Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the device was still implanted at this time as the replacement hadn¿t yet been scheduled. The rep reported that the cause of the inability to connect was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient couldn't find her ins. The rep and healthcare provider (hcp) met with the patient and could not connect to the ins. The ins will be replaced in the future. The patient reports she had chiropractic practice work. It is unknown if it is related to this event. The patient is alive with no injury.